Manufacturer narrative:
H.6. Investigation: a physical sample was not provided to aid in our quality engineer¿s investigation. With the lack of physical sample, bd was unable to observe the failure mode. The master production records were reviewed for the lot number and no non-conformances were noted during the manufacturing of this lot. Our records indicate that the reviewed batch record passed all the in-process inspection. H3 other text: see h.10.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system hub was damaged. This was discovered during use. The following information was provided by the initial reporter: it's noticed that needle hub damaged and result in blood return not smoothly after completed penetration.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system hub was damaged. This was discovered during use. The following information was provided by the initial reporter: it's noticed that needle hub damaged and result in blood return not smoothly after completed penetration.